Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer got multiple pump errors. Customer's blood glucose was 234mg/dl. Customer stated that pump was not exposed to a high magnetic field. Pump's history was checked and pump error 38 was found. Customer was suggested to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. No motor movement or negligible movement. Retries to free a stuck motor failed error or drive count error boundaries exceeded after movement error noted during testing. The motor was tested outside of the device and passed.